Manufacturer narrative:
During treatment, a faulty fan problem was reported, but could not nearly specified. Later the information was received that an error message occurred, but the error message is unknown. The cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp was exchanged during treatment a report is needed. A getinge field service technician (fst) was sent for investigation. The 6 fans were replaced (drive, battery, power supply) as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The provided log files of the reported cardiohelp device were reviewed and does not include the date of event. Thus, no error message could be confirmed. The fst confirmed, that there was lightly dust on the fans. Another fan with a similar failure was already investigated by getinge life-cycle-engeneering: the most probable root cause is a temporary blocking of the fans by an accumulation of dust. The system has redundant fans to ensure a proper cooling even if one fan malfunctions. In case of a defective fan a visual and acoustic alarm is generated. In addition an alarm is generated if the internal temperature is too high. According to the service manual (chapter "service activities") the fans have to be exchanged every 24 months during the maintenance. Furthermore in the instruction for use (IFU), (chapter "general risks in the use of heart-lung support systems") it is stated that the ventilation openings have to be checked before every use that they are not covered. A cardiohelp with a defective fan should be replaced as quickly as possible. The device was manufactured on 2016-08-30. The review of the non-conformities has been performed on 2024-07-03 for the period of 2016-08-30d to 2024-06-24. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "fan error message" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
A faulty fan problem was reported. The cardiohelp was exchanged during treatment. No harm to any person has been reported. Since the device was exchanged during patient treatment, which stops treatment for a brief moment, the event can result in a risk for harm of any person. Therefore a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation. The 6 fans were replaced (drive, battery, power supply) were replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will submitted when additional information become available.

Event description:
Complaint ID: (B)(4).